Event description:
It was reported that the right ventricular lead and the pulse generator previously exhibited oversensing during a normal follow up. The device was reprogrammed to avoid pacing inhibition due to oversensing. On (B)(6) 2017, the patient underwent procedure to cap the lead and explant the generator. Both devices were replaced. The patient was stable throughout the event.